Event description:
Pt was revised to address metalosis.

Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approx one yr ago. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.